Event description:
Alleged event: it was reported that during insertion the needle in the efx there was resistance and the efx broke. The patient's condition was reported as fine.

Manufacturer narrative:
The device sample was received by the manufacturer but the investigation has not been complete at the time of this report. The manufacturer will continue to monitor and trend related complaints.